Event description:
During an onsite service visit from a beckman coulter (bec) field service engineer (fse), the fse reported that the customer's synchron lx I 725 clinical system generated two (2) false low creatinine modular chemistry (crem) patient results. The false low crem results were not reported out of the laboratory. The customer also noticed that the instrument was generating "modular chemistry (mc) reagent level high in reaction cup" errors. The customer ran controls and yielded out of the low range results. The customer attempted to re-calibrate the system, but failed. The samples were re-ran after service was performed and yielded within normal. The results provided by the customer are shown in section b6 of this report. There was no impact to patient treatment associated with this event.

Manufacturer narrative:
Controls were run before this incident and the results are within the established ranges. The fse found the crem cup was not draining properly. The fse performed maintenance, primed cleaning fluid through the reagent lines which resolved the issue. Quality control (qc) was run and the results are within specifications.